Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to verify unexpected alarm due to blank display. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and unexpected restart alarm from the insulin pump. The customer's blood glucose level was 312 mg/dl. The customer removed the battery and there was a blank screen. The customer stated that a temporary basal was not programmed before the unexpected alarm. The customer stated that the unexpected alarm occurred while customer was wearing the pump and not after a battery change. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.